Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had tape that got stuck under the serter and it fell off. Customer stated that it did not stick when they tried to insert it. Customer stated that the serter is fine but the adhesive would not stick. Customer did not want to troubleshoot for low blood glucose levels because it was due to a bent cannula. Customer's blood glucose level went up to 445 mg/dl. Customer stated that this was caused by doing her insertion in her arm by herself. No additional info provided.